Event description:
(B)(4). Since surgery each month my periods get heavier with more clots. Super size tampons are not big enough. The pain while on my cycle is almost unbearable. (B)(6) relieves it but I'm taking it every 4 hrs for 3-4 days. Sharp stabbing pains, burning/itching. Joint pain, flu like symptoms, extreme fatigue....